Event description:
It was reported that the customer's blood glucose was 9.3 mmol/l and the sensor was not working correctly. Caller stated that the customer's sensor was giving incorrect readings and was alarming calibration error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.